Manufacturer narrative:
Device evaluated by MFR: the device was returned for analysis. The returned device was accompanied with a gauze pad which had a fiber like substance inside. This substance looked to be plastic. The catheter shaft did show 2 kinks, the 1st kink was located from the strain relief and the 2nd kink was located from the strain relief. The quality engineer was called to view the plastic material; he confirmed that it was ptfe material from inside of the catheter shaft. Since this device was used due to the evidence of blood on the shaft, it was considered most likely this delamination from inside of the shaft happened during the retraction of a device they were using during the procedure. The tip area of the device looked to be damage most likely from the device being pulled or being removed from the introducer sheath due to the damage being 180 degrees from each other on the shaft. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The investigation conclusion was unable to be determined. Bsc ID# (B)(4).

Event description:
It was reported that some amount of synthetic yarn was found in the proximal portion of the guide catheter. During the procedure, the physician did notice that the runway guide catheter. Has some amount of synthetic yarn was adhered in the proximal portion. No patient complications were reported.

Manufacturer narrative:
(B)(4). The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
It was reported that some amount of synthetic yarn was found in the proximal portion of the guide catheter. During the procedure, the physician did notice that the runway guide catheter. Has some amount of synthetic yarn was adhered in the proximal portion. No patient complications were reported.